Event description:
There was an allegation of questionable crej2 creatinine jaffé gen.2 results for 1 patient plasma sample on a cobas 6000 c (501) module. The initial crej2 result was 0.71 mg/dl. The customer questioned the low result which prompted them to repeat the sample. The sample was repeated on another c501 analyzer and the result was 1.17 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 78847601 and the expiration date is 31-dec-2025. Calibration was last performed on (B)(6) 2024. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found kinked rinse tubing and adjusted it. A precision check, calibration, and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.